Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was unknown. The customer was not assisted with troubleshooting. Customer states the battery life diminished and insulin pump had grinding during rewind more than once. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected rewind anomalies noted. Device primed properly. No excessive no delivery/occlusion alarm noted. No unexpected low battery alarm anomalies noted.